Manufacturer narrative:
The tracheostomy tube is for single patient use, but can be used multiple times on the same patient. See MFR: 3012307300-2017-02463.

Event description:
It was reported during patient use of a portex® bivona® custom tracheostomy tube, the trach tie was broken. The trach was switched out. The patient is ventilator dependent. There was no patient injury.